Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 9/26/2019 and the evaluation was conducted on 11/20/2019. The cannula and hemopro2 were returned. There were signs of clinical use and evidence of blood observed on both devices. The cannula was observed to be intact with no visual defects. The silicone on the jaw was observed to be peeled away from the cold jaw. The heater wire was observed to be slightly bent. The reported failure "peeled; jaw" was confirmed, as well as the analyzed failure "material twisted/bent; wire". Specific actions for the reported & analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the jaws. Nothing was dropped in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Gt hold 3 26the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.